Event description:
It was reported that the manufacturer¿s representative (rep) saw a power on reset (por) message while charging the device up for implant before it was opened. There was no patient related to this event as the implant was for the day following the report. The implantable neurostimulator (ins) was interrogated with the clinician programmer and saw a code of 23. She then clicked o.k. And reinterrogated the ins. The rep. Then reported she was seeing the 0x2 error code.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no significant anomaly. The ins was functionally okay. The complaint indicated that a "clock too slow" por (0x2) had occurred while the ins was still in the packaging. When the ins was received for analysis, the 8840 showed that the implant life had not been started and that a por had occurred, however, the por diagnostic information did not indicate what kind of por. When the implant life was started, the 8840 programmer would not allow the ins output to turn on. After ending the session and starting a new 8840 session, the programmer indicated a por had occurred with error code (0x0). The ins was able to be programmed and the output turned on. The ins passed all functional testing after the initial 8840 programming session had cleared the por. Further testing showed that this is how the functionality works for any restore sensor device (models 37714 and 97714) when starting the implant life after the por bit has been set.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.